Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tank seal around the level sensor was replaced due to not properly sealing the sensor cup on one side in an arctic sun device. The circulation pump motor was replaced due to a cracked pump mount. The chiller was replaced due to failing electrical safety hipots test.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller. The device was evaluated upon receipt. Electrical safety hipots test failed. Replaced chiller. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tank seal around the level sensor was replaced due to not properly sealing the sensor cup on one side in an arctic sun device. The circulation pump motor was replaced due to a cracked pump mount. The chiller was replaced due to failing electrical safety hipots test.